Event description:
It was reported that when sample couch parameter files are edited, the densities altered, and "save" is selected, the sample files will be updated with these new, user defined densities. Subsequently, when a software upgrade is loaded, the modified couch densities in these sample files will be overwritten with the default value of 1.000. This error resulted in a clinically insignificant treatment delivery deviation from plan for five pts. Customer reported that there was no damage to the pts. The overdose was found early and corrected in the remaining fractions. No further info was reported.